Manufacturer narrative:
Pt info: unk. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -8.5 diopter, into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged with a shorter lens due to excessive vault. The problem is resolved. "No patient injury" is reported.

Manufacturer narrative:
The lens was returned dry in a contact lens case. There was clear surgical residue on the lens surface. Visual inspection found the haptic deformed. (B)(4).